Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose value at time of incident was 54 mg/dl. Customer went to bed and woke up with blood glucose levels between 54 mg/dl to 56 mg/dl but the insulin pump was saying their sensor glucose value was 63 mg/dl. Customer treated the low blood glucose with food and changed the infusion set. The next day, when customer got up in the morning, their blood glucose value was 77 mg/dl. Their current blood glucose value was 153 mg/dl. Additionally, the customer reported that they had experienced blood glucose over 300 mg/dl. They treated their high blood glucose with insulin pump and manual injection. Customer mentioned that the drive support cap appeared normal. Customer reported that the insulin pump was worn during a medical procedure. The device passed the displacement test. The insulin pump will not be returned for analysis.